Manufacturer narrative:
Batch review performed on 02-oct-2024. Lot 2312738: (B)(4) items manufactured and released on 25-oct-2023. Expiration date: 2028-10-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 9 months after primary, the patient came in reporting pain due to a malpositioned cup from the primary surgery. The surgeon revised the medacta cup and liner with a competitor's components and revised the medacta head with a medacta head. The surgery was completed successfully.